Manufacturer narrative:
The user reported under infusion issue was confirmed. The device was found to have a flow rate accuracy of -5.75%, which was outside of the +/-5% specification. In addition to the under infusion issue, the device was also found to have a battery outside of warranty and a wireless board connection issue; neither of these issues were related to the user-reported under infusion issue. The device was recalibrated, repaired, and tested to meet all specification on (B)(6) 2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00313).

Manufacturer narrative:
The manufacturer is still waiting for the arrival of the device.

Event description:
The user reported an under infusion issue with the device on (B)(6) 2017. "An IV pump that isn't working. Actually it works, but when we program it, it does what it wants to not what its programmed to do. The secondary infusion was zero'd out. The pump # is (B)(4). We set the pump with time/volume or rate/volume. In this case a 500cc bag was to run over 1 hour. 1 hour later, there was still about 350cc left in bag when it should have been empty. This has happened several times lately. I rechecked the settings when I noticed this and settings were correct. Yes, pt was involved. She was receiving the med that was to infuse over 1 hour. No injuries. It was given slower. If it would have gone faster, there could have been a problem. I had a patient a couple of weeks ago that something similar happened. I assumed the pump was set incorrectly. Pump alarmed infusion was over, but there was still quite a lot to infuse. No issues for pt, except they had to wait longer for infusion to complete. I didn't think anything of it, since on rare occasions, pumps are set incorrectly." No specific event date was provided by the reporter. No patient injury or harm occurred for this case.